Event description:
It was reported that the patient was hospitalized due to mrsa (methicillin-resistant staphylococcus aureus). No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.